Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the prongs broke off retractor.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause is attributed to product wear out due to normal use and servicing. The instrument is old and has been subjected to heavy usage. A complaint database search finds no additional reports against the complaint product product and lot combination. A two-year search of the complaint database against product code 869051 did not find any additional reported events. Based on the determination of product wear out due to normal use and servicing as the root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.